Event description:
Additional information was provided by the user facility via MFR (B)(4). According to the user facility, the blue dye was observed coming from a scope during the set-up of an unknown procedure in a procedure room. The procedure was completed using a backup device. The device was removed from service and inspected. The cover of the scope processor was removed as part of the inspection process. At the time of the inspection, the user facility determined similar or the same liquid was also pooling inside the air tubing within the processor. The user facility was planning to submit the liquid specimen for toxicology and microbiology testing. The user facility returned seven devices for inspection.

Manufacturer narrative:
This report is being supplemented to provided additional information from the user facility. The user facility returned seven devices for inspection. The device evaluations found three (3) of the returned devices had the same issue. The events were submitted under MFR numbers 8010047-2021-07563, 8010047-2021-07491 and 8010047-2021-07576. Follow up with the user facility is currently being performed. If additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is submitted to provide the proposed labeling changes. Labeling changes have been proposed to the instructions for use (IFU) for maj-2207/maj-2209 disposable irrigation tubing and should be implemented in (B)(6) 2022. As the tubing is a disposable product, the customers will be receiving the product and updated IFU regularly after this date. The proposed changes are as follows: ¿position the water bottle in the irrigation pump bottle holder on the irrigation pump¿ to ¿position the water bottle in the irrigation pump bottle holder on the irrigation pump or workstation accessory sterile water holder, ensuring the fluid water level remains below the bottle cap. Note: if the water bottle falls during use, cease insufflation and lens-flushing actions until the bottle has been reset to its correct position and resume insufflation once any water has purged from air/water valve.¿ additionally, the proposed change includes a diagram that will indicate the correct and incorrect orientation. This report will be supplemented if additional information becomes available.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the following as possible causes: disposable water container, which was made by a third party vendor and which does not have a backflow prevention unit, was used. Pump of the clv was not functioning, this includes when the power of clv-190 was turned off. Scope side was not switched to water feed mode (air/water valve is not pressed). Water container was located in a position higher than the light source. The air supply connector of the water container (the part connected to clv-190) was contacting a liquid greater than the volume of liquid inside the water container and was greater than the standard volume.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; blue dye was not observed inside the unit. However, fluid invasion in the scope socket and air tubing was observed. The investigation is ongoing, and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that blue dye got into the light source. The problem, as reported to olympus, first occurred during reprocessing. There was no patient injury, associated with the problem, reported to olympus.